Event description:
Information doesn't suggest that the malfunction would cause/contribute to a death or serious injury.

Event description:
Information received by medtronic indicated that the customer experienced data synchronization issue. The customer reported incorrect data about sensor. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device, but the device will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using care partner app with 3.2.0[1284] prod build installed on iphone 8plus (ios14.4) with mmt-1885 (software revision 6.7v). Was conducted and confirmed the issue is reproduced. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the (sdd: (B)(4). Agile docs: (B)(4). We conducted a thorough investigation and found that the cp app displays a rounded downtime for the sensor life icon. For instance, if the pump has been running for 6.2 days, in the minimed app it will show 7 days, but in the cp app, it will show 6 days. The esf number that corresponds to the reported issue is (B)(4). There is no workaround available for the issue. The issues will be resolved in the upcoming cp application release/s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.